Event description:
The user facility reported a 68-year-old patient needing mechanical circulatory support. It was reported that after being placed on impella cp support, the patient experienced bleeding at the left groin site. The site was redressed with best practices. A figure 8 stitch was also applied and the oozing stopped. The purge fluid was changed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.